Event description:
It was reported the patient was taken to a nursing care facility on (B)(6) 2011. It was noted the patient was admitted with diagnosis of urinary tract infection, bacteremia, transient ischemic attack, and delirium. It was reported the patient¿s blood cultures tested positive for infection on (B)(6) 2011. It was noted the patient underwent a MRI. It was reported the patient¿s symptoms resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v667643, implanted: (B)(6) 2011, explanted: (B)(6) 2010, product type: lead. (B)(4).